Manufacturer narrative:
D3, g1,2 email is: (B)(4). One device was received in with a loose input manifold assembly. Per functional testing, continuous flow was observed. The complaint was confirmed. The root cause was the input manifold assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair and will be returned to service upon successful completion of repair activities.

Event description:
It was reported that the device was not deflating. It was reported there was no patient injury or adverse affects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.